Event description:
The affiliate reported: inserted the microsensor. Sent child for MRI, then following MRI microsensor was plugged into icp monitor grey cable. Icp reading between 30 and 40. Doctor concerned issue with sensor so changed another new sensor and icp reading was 12. (During use on patient.)

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Supplier performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: no visible damage to the sensor or connector. Suture attached to catheter material. Severe kink in catheter material 3.8cm from the connector. The device failed temperature test - reading was 1 division from the center line. It should be within +/- 0.5 divisions (adjusted potentiometer to spec. - does not affect functionality of device) the sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 09/09/13. Based on the above evaluation, the supplier was unable to confirm the complaint. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.